Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l1. Intra-op, during inflating a balloon, the balloon did not inflate properly, so it was decided to pull it out once and use a curette. A surgeon tried to pull the balloon out from vertebral body but it was very difficult. After confirmation of the pulled out balloon, it was found that a guide needle of inside the balloon was bent. The surgery was completed using balloons alternately because another one of the balloon was normal. Product came in contact with the patient. The surgeon commented that bones were dense so it might have interfered with them. No patient complications were reported.